Event description:
It was reported to gore that on july 6, 2022, a gore® cardioform septal occluder was selected to treat a patient foramen ovale. Post implantation, aspirin and clopidogrel were started for 3 months followed by aspirin and clopidogrel for 12 months. Follow-up transesophageal echocardiogram (tee) imaging on (B)(6) 2022 revealed that a left atrial appendage occlusion was not a thrombus. There was also no certainty of a potential thrombus measuring approximately 2x3mm on the left occluder disc. There was, however, concern about a large thrombus formation on the right disc measuring 12x20mm. No microbubbles were observed during valsalva maneuver. The patient was under marcumar medication at the time. On (B)(6) 2022, atrial fibrillation was reportedly diagnosed but treating the patient with digitoxin and bisoprolol would not solve the situation. Reportedly, it was also not possible to cardiovert the patient due to thrombus formation. However, the atrial fibrillation was eventually resolved when administering apixaban and clopidogrel medication to the patient on an unknown date on (B)(6) 2022. Tee imaging on (B)(6) 2022 identified no thrombus in the left atrial appendage and the thrombus formation on the left disc was no longer suspected. Thrombus formation on the right occluder disc was reported to still have existed measuring 10x6mm.

Manufacturer narrative:
The device remains implanted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable, or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore, or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B5, describe event or problem: provided additional information. H6, health effect - impact code: added code f12. H6, component code: code g07001 was selected to reflect arrhythmia. Codes g04088 and g04027 were selected to reflect the device thrombus. H6, type of investigation: added codes b15, b14, b11, b20. H6, investigation findings: code c19 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. H6, investigation conclusions: added codes d15, d12. According to the gore® cardioform septal occluder instructions for use (IFU), adverse events associated with the use of the occluder may include, but are not limited to: new arrhythmia requiring treatment. According to the gore® cardioform septal occluder instructions for use (IFU), adverse events associated with the use of the occluder may include, but are not limited to: thrombosis or thromboembolic event resulting in clinical sequelae. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined. H6, investigation findings: replaced code c21 with c19. H6, investigation conclusions: code d16 was withdrawn.

Event description:
On january 12, 2023, it was reported to gore that recent follow-up tee imaging did no longer show any thrombus formation.